Manufacturer narrative:
.

Event description:
During a patient exam, it was reported that the dl and rtac locked up and displayed a stop sequence time out. The customer was performing fluoro and the system locked when the fluoro store button was depressed. The customer had to reset the system in order to continue the exam. The exam was able to continue. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.